Manufacturer narrative:
Product analysis: at analysis, the stated reason for return (unable to update) was not confirmed it was determined that the log files were unable to be retrieved from the programmer because its universal serial bus (usb) ports no longer worked, the one by the media bay was worn out and that the usb port was damaged from the inside. It was additionally noted that the microprocessing unit (mpu) board was worn out and must be replaced which prevented the stated reason for return from being confirmed, that there was a deviation between the stylus and the cursor and that the touch screen could not be calibrated, that the upper case had a crack, that the spacer on the link electronic module (lem) board was broken and that the bezel had minor damage (considered as acceptable). The mpu board, touch screen, stylus, upper case and spacer (lem board) were replaced, the touch screen connector was reseated, cleaned, had its parameters reset and was calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned because it was not possible to complete its latest software update. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.